Event description:
Boston scientific received information that this right ventricular (rv) lead had pacing impedances that were variable and some were > 2000 ohms and noise with oversensing was noted on the lead. The lead's threshold was 1.5 volts. No inappropriate therapy was delivered and there were no pauses in pacing as the patient is not pacemaker dependent. Attempts to reproduce the observations with isometrics were unsuccessful, until the patient leaned forward with his arms on his knee. Noise was then observed and out of range impedance measurements were obtained. The physician suspected a fracture of the lead. Surgical intervention was performed and the lead was inspected. There were no visible problems with the lead identified, but the physician opted to surgically abandon the lead. A new rv lead was successfully placed and the generator remains in service. No adverse patient effects were reported, and it was noted the patient did fine.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.